Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, the lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable defibrillation lead exhibited a high out of range shock impedance measurement. Device interrogation revealed the patient had received inappropriate therapy. The event started in 1:1 atrial tachycardia with an undersensed beat causing v>a to be true. The device then delivered anti-tachycardia pacing (atp) four times followed by six 41 joule shocks. The last shock slowed the atrial tachycardia and stopped the arrhythmia. The first five shocks had acceptable shock impedance measurements around the 70 ohm range. The 6th delivered shock yielded the high out of range shock impedance measurement. Shock impedance measurements were 82 ohms after the stored episode and repeated testing showed stable, in range, measurements with no evidence of noise. Data analysis was completed which confirmed the last shock was switched to negative polarity which resulted in the high out of range measurement. The shock polarity was switched due to the previous shocks not converting the rhythm. Boston scientific technical services (ts) discussed replacing the lead. No adverse patient effects were reported.